Event description:
Rptr alleged that the lancet needle from the multiclix drum fell out of the drum and through the end cap after it was used. No action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.